Event description:
Cotton from tampon stuck in vagina [foreign body in reproductive tract] . Cotton from tampon stuck in vagina...cotton particles [device breakage] . Case narrative: consumer reported via social media that part of the cotton gets stuck in vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.